Manufacturer narrative:
Insufficient information provided and at this time we are unable to confirm if the device caused or contributed to a serious injury. If further information becomes available a follow-up report will be submitted.

Event description:
Use of liquiband exceeded 0.8 ml in the fold of the elbow. Later, reopening of the scar occurred.